Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer determined there was an insufficient evacuation of water from the cuvettes resulting in potential over-dilution. A dispense valve was replaced. Other valves, a vacuum bottle assembly, rinse tubing, and vacuum diaphragms and flappers were checked. Vacuum tubing was inspected and flushed. Cuvettes were replaced due to age. A successful cell blank was performed. Precision studies were performed and within specifications. The customer ran calibration and controls successfully.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. No questionable results were reported outside of the laboratory. The sample initially resulted in a na value of 124 mmol/l. The sample was repeated on an unknown blood-gas analyzer, resulting in a na value of 135 mmol/l. The sample was then repeated on the c 501 analyzer, resulting in a value of 137 mmol/l. The repeat value was deemed correct and matched the patient's history. The na electrode lot number and expiration date were requested, but not provided.